Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they could not prime the insulin pump. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 259 mg/dl at the time of call. The customer stated that they gave manual injections as well. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the drive support cap appeared normal. The insulin pump will not be returned for analysis.